Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited loss of capture. Three months later, the patient was brought to the emergency room where syncope was noted. The lead was replaced.